Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 21 mm trifecta gt valve was implanted. The transesophageal echocardiogram performed on the day of surgery ((B)(6) 2017) was performed in the operating theater following implant and removal of the patient from cardiopulmonary bypass demonstrated normal left and right ventricular function, aortic prosthesis in place with no evidence of paravalvular leak. There was no evidence of left ventricular outflow track (lvot) obstruction and the lvot was p max/15 and p mean/08. Bilateral pleural effusions were noted and reported as mild and medium respectively. There was a decision for a conservative approach of therapy with adjustments of diuretics. On (B)(6) 2017, in anticipation of impeding discharge the patient had a second transesophageal echocardiogram performed. This echocardiogram revealed the presence of a small pericardial effusion with no significance on cardiac function. The physician continued with the diuretic therapy and glucocorticoids, he attributed the pericardial effusion to the implant procedure and not the device. The ef was noted to be 47%, p max 17 and p mean 9.5. The valve effective orifice area was 1.9cm2. On (B)(6) 2017, the patient presented with left sided hemisphere syndrome with aphasia, right sided facial paralysis and latent hemi-paralysis on the right side. Cerebral imaging according to the clinic's own indulgence and compared to the pre-admission of september, a blunt demarcated ischemia in the coverage area of the middle cerebral artery was displayed, which is well compatible with the clinical symptoms. At cardiovascular risk factors, the patient was diagnosed with arterial hypertension and factor v leiden mutation (mutation of clotting factor which increases risk of abnormal blood clots). In laboratory chemistry, we found no evidence of hyperlipidemia or diabetes mellitus. In ECG and cardiopulmonary monitoring, we found no evidence of relevant cardiac arrhythmias. The long-term ECG also showed a continuous sinus rhythm. In the stationary course, the blood pressure values were in the normotensive range. The patient was hospitalized from (B)(6) 2017. During the hospitalization, both transthoracic and transesophageal echocardiograms were performed. There was no evidence of thrombus in the lv, ra, la or laa, and no evidence of a patent foramen ovale. There was no evidence of a pericardial effusion. The ef was 51%. (Clinical study patient ID: (B)(6))

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 21 mm trifecta gt valve was implanted. The same day, x-ray and echocardiography showed bilateral pleural effusions. Diuretics were administered. On (B)(6) 2017, the patient experienced a new pericardial effusion and medication was administered. Per report, the bilateral pleural effusions are ongoing, but the pericardial effusion has resolved. Additional information received on 28 september 2017 indicated that on (B)(6) 2017, the patient experienced a lacunar stroke which required medical treatment. On (B)(6) 2017, the patient had left side hemisphere syndrome with aphasia, right facial paresis and latent hemiparesis on the right side. An echo, ultrasound and ECG were performed with no significant findings. The patient was discharged home. Per the physician, the strokes are not related to the 21 mm trifecta gt valve. Additional information received on 14 november 2017 indicated the patient was hospitalized on (B)(6) 2017. A tee was performed and endocarditis of the valve was suspected; however, endocarditis was not confirmed. No further treatment was required and the patient is reported to be stable. A follow-up tee is anticipated. (Clinical study patient ID: (B)(4)).

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 21 mm trifecta gt valve was implanted. The same day, x-ray and echocardiography showed bilateral pleural effusions. Diuretics were administered. On (B)(6) 2017, the patient experienced a new pericardial effusion and medication was administered. Per report, the bilateral pleural effusions are ongoing, but the pericardial effusion has resolved. Additional information received on 28 september 2017 indicated that on (B)(6) 2017, the patient experienced a lacunar stroke which required medical treatment. Per the physician, the relationship of the stroke to the 21 mm trifecta gt valve remains unknown. The status of the patient has not been made available. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 21 mm trifecta gt valve was implanted. The same day, x-ray and echocardiography showed bilateral pleural effusions. Diuretics were administered. On (B)(6) 2017, the patient experienced pericardial effusion and medication was administered. Per report, the pleural effusion is ongoing, but the pericardial effusion was resolved. (Clinical study patient ID: (B)(6)).